Event description:
The customer reported that during "monitoring the patient, the oxygen saturation dropped - the customer would like to know whether the monitor alarmed and what was the set volume on the alarm. Whether the unit was silenced." At 2.35pm - 2.45pm on 5th (B)(6) 2017. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that during "monitoring the patient, the oxygen saturation dropped - the customer would like to know whether the monitor alarmed and what was the set volume on the alarm. Whether the unit was silenced. No harm to the patient." The device was used for monitoring at the time of the alleged malfunction. There was no further information about the patient's condition provided.